Event description:
During a clinic follow-up, an increase in the capture threshold and episodes of myopotential oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, but the noise was unable to be reproduced. Additionally, technical support was contacted and the device was reprogrammed. The patient was stable and will continue to be monitored.